Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was not determined. No actions were planned as of 22-sep-2020. The rep sent the report to the surgeons. It was noted that the physician/account did not answer the rep.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been experiencing discharges for six months, but that the first one appeared on (B)(6) 2019. There was also a change in her stimulation. The patient also felt her battery heating up at a distance from the recharges. It was noted that these discharges were painful. The patient fell six months prior to (B)(6) 2020 while walking during a six hour hike, and this may have led or contributed to the issue. The rep saw the patient on (B)(6) 2020. The patient no longer felt stimulation in her legs but instead in her right abdomen a little to the side. The rep tried to stimulate on all four plots and each time the stimulation was in the same place, in the abdomen on the right side, and never in the legs. The rep recommended x-ray. The issue was not resolved as of (B)(6) 2020. The patient was alive with no injury. The issue occurred during normal use. The rep provided a session report from (B)(6) 2020.